Event description:
Pt reported obtaining back-to-back blood glucose results of 257 mg/dl and 120 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Qc testing had not been performed on the suspect product. At the time of the report, pt no longer had the test strips that produced the discrepant values. No product was returned to the MFR for evaluation.